Event description:
On (B)(6) 2017, the reporter (pharmacist) contacted lifescan (lfs) (B)(4), alleging that her patient¿s onetouch verio 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, as the patient was unable to be contacted by telephone. The reporter was unable to confirm when the alleged meter issue began, but stated that the patient had reported that she had obtained inaccurate high blood glucose readings of ¿301 and 309 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages her diabetes with levemir insulin and galvus (oral medication), and in response to the alleged inaccurate high readings she administered an increased dose of insulin. The reporter stated that after the increased dose of insulin (time unknown) she developed symptoms of ¿hypoglycemia¿, which required her to attend the hospital, it is not known what treatment she received. At the time of trouble shooting, the csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. The returned test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.